Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the surgery, at the time of passing the canulated screw 2.4, it was evident that the screw head was not attached to the screwdriver and could not be passed to the patient. Specifying that this screw was not used in surgery, it was only manipulated with the screwdriver and because of this the screw did not work. This report is for one (1) hcs ø2.4 self-drill cann l10/4 sst. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.¿ visual analysis of the returned sample revealed that the threads of hcs ø2.4 self-drill cann l10/4 sst has stripped on the screw head. No other problems was reported. ¿a dimensional inspection was performed for the hcs ø2.4 self-drill cann l10/4 sst was unable to be performed due to post manufactured damage. A functional test could not be performed as the mating devices were not returned. However, the assembly issues could be confirmed due to the observed stripped condition of the device. ¿¿as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.¿ ¿the overall complaint was confirmed as the observed condition of thehcs ø2.4 self-drill cann l10/4 sst would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.¿ ¿based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿ h3, h6: a device history record (DHR) review was conducted: part # 02.226.210 lot # 49p1774 manufacturing site: jabil grenchen release to warehouse date: 25.march.2020 a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that surgeon used another device to complete the surgery. The procedure was completed successfully and there was no surgical delay due to the reported event.